Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed high levels of moisture in the breathing system. The flow sensors were replaced and the breathing system was dried and cleaned. The unit was returned to service. Patient information could not be obtained due to country privacy laws. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit stopped ventilating just before the patient was about to be extubated. The patient was switched to an ambulatory bag to complete the case. There was no report of patient injury.